Event description:
The patient reported their dentist is recommending fix a chip/unevenness of the front two lower teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.